Event description:
The patient contacted lifescan alleging that their one touch ultra was reading inaccurately erratic. They obtained results of 158 and 110 mg/dl on the reported meter within 10 minutes of each other. Based on statistical methodology,the calculated difference of these glucose results exceeds the expected value of <=20% and/or <= 20 mg/dl. The patient took oral diabetes medication following use of the meter and received no medical attention. The patient neither alleged harm nor experienced injury or medical intervention due to the product. The customer care representative walked the patient through 2 consecutive control solution tests, which fell outside the specified control solution range. Based on the failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.